Event description:
The customer tested her blood glucose using her breeze2 and breeze meters. The breeze2 meters read "lo", while the breeze read between 125-200 mg/dl. The difference between the reding's falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined the offer to troubleshoot and insisted her meter be replaced. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.

Manufacturer narrative:
The customer did not provide any reagent info, so the meter info was provided instead.